Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that primary bleeding occurred one day after a tonsillectomy case where the device was used. The bleeding occurred from the right side and required an additional surgical procedure. Minimal blood loss occurred that was controlled at end of the case, and the patient is in good condition.